Event description:
As reported, the balloon on a 5f mynx control vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.